Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side "baker grade iii capsular contracture," and per MRI report "radial folds," "nodular images," "benign looking calcifications," "simple breast cysts," and "nodular enhancement." The events of "simple breast cysts," and "nodular enhancement" have been deemed not device related. Device remains implanted.